Event description:
It was reported to manufacturer that the vns pt had an MRI scheduled to "check on the status of the patient's hearing." The pt reportedly has been having some problems hearing in the left ear and the doctor wants to rule out that the electrodes that might be causing hearing problems. Attempts to obtain add'l info are underway.